Manufacturer narrative:
When the pet data is reconstructed with attenuation correction, iterative reconstruction, 16 subsets and a reconstruction matrix of either 128 or 168, there is a strong potential that the reconstructed images will contain an asymmetrical artifact, especially, if the patient is not centered in the field of view for the examination. For brain scans, the event may not be obvious to the user facility, which could result in an adverse patient outcome (misinterpretation of patient data). However, it should be noted that siemens medical solutions USA, inc. Has not received any reports which indicate this has occurred. A software update will be released to correct this problem. In the interim, a customer letter will be sent to all affected user facilities to advise them not to use the combinations of matrices and subsets that produce the problem.

Event description:
After acquiring a pet/CT brain scan, the user facility reconstructed the pet data using a 168 matrix and 6i16s subsets, which produced an asymmetrical artifact in the left quadrant of the reconstructed pet images. The data was then reprocessed using a different number of subsets and the asymmetry was no longer present in the pet images.